Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was set on both audio and vibrate because there were times that the customer was not hearing the alarm when vibrate is off. The insulin pump had battery failed alarm. The contacts was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.